Event description:
Additional information received reported that, as of 2015-04-17, the patient was still looking for a new health care provider (hcp) and was still in pain. She didn't know what to do. The patient had contacted their device manufacturer representative (rep) and planned to wait for a return call. No further information was provided. Additional information has been requested regarding the previously reported infection as well as how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
The patient had been diagnosed with an infection and given antibiotics. The patient stated they had almost gotten well when the antibiotics ran out and the healthcare provider would not prescribe more. The pump was explanted and the patient was told the healthcare provider would put the pump back in a couple months later. Eight weeks later the patient went in and was told a new pump would not be placed and the patient would be trying to continue therapy with medications. The patient stated she had tried that already and was in pain. The patient would like to find a physician who will implant a pump. On (B)(6) 2015 the patient was in terrible pain since the pump was taken out. The patient was still seeking a new physician. The pump had been used to deliver hydromorphone. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported perioperative antibiotics had been administered. The date of onset/diagnosis of the infection was (B)(6) 2014, but it was further specified that when it was first reported to the patient's pain clinic. It was noted the patient received refills by basic home infusion. The date of their last refill was not known. The patient did not have meningitis. Signs and symptoms of the infection included redness, swelling, drainage, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained from the patient's cerebrospinal fluid (csf). No growth was seen as of (B)(6) 2015. Risk factors that applied to the patient prior to device implant were not known however a debilitated status was indicated. Treatments included intravenous antibiotics, oral antibiotics and total device system explant. The patient was given 2 courses of oral antibiotics at home. Then, in the office, the device was noted to be visibly protruding from an open wound. In terms of the patient's outcome, the infection resolved. However, the patient reportedly experienced drug withdrawal symptoms including agitation, insomnia, anxiety and nausea. Ms contin 75mg every 8 hours was prescribed as well as norco 10 - 325 mg four times a day as needed to address the patient's pain after the explant. There was also ongoing counselling with medical psychology. In terms of how the patient was now doing, it was reported they recovered without permanent impairment. While it was previously reported the device contained dilaudid, it was noted the patient had received dilaudid as well as bupivacaine previously however specific dates were not provided. It was further reported the patient was still having concerns regarding their device or therapy as they didn't have a health care provider (hcp) that would help. Following removal of the device, the patient couldn't find anyone to re-implant. No further information was provided.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).